Manufacturer narrative:
As reported, upon prepping the two 6f/7f mynxgrip vascular closure devices (vcd) as per instructions for use (IFU), the user noticed faulty balloons; the balloons were leaking and would not stay inflated. There was no reported patient injury. The procedure was an interventional peripheral procedure. The user was mynx certified. The mynx vcd was stored, handled, and prepped according to the IFU. The product was not returned for analysis. A product history record (phr) review of lot f2006501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ could not be confirmed as the products were not returned for analysis. The exact cause of the reported events could not be conclusively determined. Handing factors, such as excessive force used during preparation, may have contributed to the reported events. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the information available for review, suggests that the events experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
Upon prepping the two 6f-7f mynxgrip vascular closure device (vcd) as per instructions for use (IFU), the user noticed faulty balloons; the balloons were leaking and would not stay inflated. There was no reported patient injury. The procedure was an interventional peripheral. The user was mynx certified. The mynx vcd was stored, handled, and prepped according to the IFU. The devices will not be returned for analysis as they were discarded at the facility.